Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported right after the last implant procedure, the patient's left side was suddenly completely paralyzed. The patient thought she had a stroke, but the health care provider (hcp) adjusted the patient's settings and the issue was resolved. The patient also noted that her balance has been off and she had two falls; one of the falls resulted in a broken pelvis. An appointment was made with the health care provider (hcp) for the week following this report. Follow-up with the patient revealed the patient was trying to get the stimulation reprogrammed as the balance issues were still ongoing so the patient uses a walker; the broken pelvis was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.